Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the implantable cardioverter defibrillator(ICD). The ICD met specifications prior to leaving abbott manufacturing facilities. The ICD was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-03671. It was reported the patient presented to the emergency room with a fever and headache. It was discovered the patient had an infection. The entire implantable cardioverter defibrillator system was extracted and endocarditis was discovered. The patient was in stable condition.